Manufacturer narrative:
During the refurbishment at zoll, the autopulse platform (sn (B)(4)) failed the load cell characterization test. The root cause for the observed failure was due to a defective load cell. The cracked covers and a defective load cell were likely attributed to mishandling such as a drop. Visual inspection revealed crack on the front-end area of the front enclosure, multiple cracks on the screw well area of the bottom enclosure, and crack at the lower corner of the top cover. The observed physical damages were appeared to be the characteristics of user mishandling such as a drop. The damaged parts were replaced to address the observed physical damages. The autopulse platform passed the initial functional testing without any fault or error. Upon further testing, the autopulse platform failed load cell characterization test due to defective load cell module 2. The load cell was replaced to address the observed failure. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During the refurbishment of the autopulse platform (sn (B)(4)) on (B)(6) 2021, the autopulse platform failed the load cell characterization test. No patient involvement.